Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an implantable cardioverter-defibrillator (ICD) shock into sinus rhythm appropriately on (B)(6) 2024 resulting in an overnight admission. The patient's defibrillator fired appropriately and that is how they learned they were tolerating sustained ventricular fibrillation. There was no clinical compromise. The patient did not have a history of arrhythmia pre-lvad. The ICD was implanted prior to the ventricular assist device (vad) as part of heart failure management. The patient also reported having abdominal discomfort just prior to the ICD discharge.